Manufacturer narrative:
The cobas 4000 c311 stand alone system serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results from the cobas 4000 c311 stand-alone system. The initial result was 6.2 % and the repeat result from a bio-rad d10 analyzer was 10.8%.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.